Manufacturer narrative:
D4: primary unique device identification (UDI) number: (B)(4). The investigation is ongoing.

Event description:
As reported by our field clinical specialist (fcs) during a left transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra resilia valve, when the valve was being deployed and approximately 90% expanded the balloon of the 26mm commander delivery system (ds) burst. During inflation it appeared that the balloon had contacted the calcified sinotubular junction (stj) and at that point burst. The valve was well sealed and functioning well, so re-dilation was not attempted. The physician then began to slowly pull the ds back into the 14f esheath+ and felt slight resistance so stopped pulling. A non-linear tear in the balloon caused the distal portion of the balloon to invert and could not be pulled into the sheath, and then subsequently became wedged in the peripheral vessel. The proximal portion of the ds, from about the midpoint of the ballon back to the handle, separated from the distal half of the ballon/nose cone section of the ds. The distal portion of the balloon could not be withdrawn out of the common femoral artery, and a vascular surgeon was called to assist. A cutdown was done and they manually removed the broken ds and repaired the iliac and femoral vessel. It was found that the 14f esheath+ liner had become delaminated also. This is attributed to there being a lot of difficulty trying to pull the ds into the sheath. There were instruments used to remove the balloon cover, there was no bav performed, there was no extra volume added to the balloon prior to inflation, there was no difficulty with valve alignment, and the valve alignment was performed in a straight section of anatomy. The degree of calcium in the annulus/leaflets was moderate, the degree of tortuosity was none, the size of the annulus was 500mm2, and the minimum luminal diameter was 9-10mm. There was no difficulty inserting the sheath into patient, there was no difficulty inserting the ds into the sheath and the angle of insertion was estimated at 20-30 degrees.